Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgeon reported a tag in the capsulotomy that tore. An anterior chamber (ac) lens was placed, and the case was completed. Suture was utilized to close the primary wound that was expanded to allow for the passage of the ac lens. A j&j application support manager (asm) was at the site location when the event occurred. Training awareness was provided, and it was noted the patient was scheduled for a dmek procedure for abnormal cornea. The asm reminded the treating surgeon that patients with abnormal corneas were an off-label use.